Event description:
The treating doctor reported symptoms of loss of teeth 2.4 and 2.5. The patient did not report requiring any additional medical intervention other than the tooth extractions themselves. No additional details were provided regarding specific medical interventions beyond the extractions. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". A potential root cause not provided. Align's clinical review of the available records indicates that both teeth (2.4 and 2.5) had large restorations and a history of endodontic treatment prior to extraction. In addition, both teeth had occlusal attachments, which may increase functional loading. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported tooth loss. Based on the available information and the clinical assessment above, the treating doctor reported that the patient required tooth extraction, and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.